Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that on an unknown date, the primary surgery was performed with the stem. On an unknown date, the patient felt uncomfortable and visited the hospital, and it was found that the liner seemed to be worn. The revision surgery is scheduled.